Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports 3012447612-2026-00102 through 3012447612-2026-00104.

Event description:
It was reported that during a revision surgery to remove and revise a virage construct, a virage closure top driver and two virage final driver tips fractured. There was a 60 minute delay due to the damaged instruments. This is report two of three for this event.